Manufacturer narrative:
B5: additional information added d6a: implant date added d6b: explant date added h6: impact code added.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Several days after the implant procedure, the patient experienced an unrelated event that required cardiopulmonary resuscitation. At the routine 45-day follow-up, the watchman flx closure device was observed to be shifted via transesophageal echocardiogram. The patient was admitted to the hospital and percutaneous removal of the shifted watchman flx closure device is planned. It was further specified that the 27mm watchman flx closure device was shifted, but still within the left atrial appendage. Six days after the shift was observed, a non-boston scientific grasping device was used to explant the 27mm watchman flx and the patient was re-implanted with a new watchman flx closure device.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Several days after the implant procedure, the patient experienced an unrelated event that required cardiopulmonary resuscitation. At the routine 45-day follow-up, the watchman flx closure device was observed to be shifted via transesophageal echocardiogram. The patient was admitted to the hospital and percutaneous removal of the shifted watchman flx closure device is planned.